Event description:
It was reported that pump battery depleted too quickly, which led to pump shutdown. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump and manual insulin injection. Ultimately, the customer reverted to an alternate method of insulin therapy.